Event description:
It was reported that noise which resulted in oversensing, inhibited stimulation and inappropriate defibrillation therapy were detected on the right ventricular (rv) lead. Lead damage was alleged but not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.